Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electromechanical noise. Technical services discussed the pattern on the electrograms is most likely electromechanical noise by conducted current. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental was done to update information: updated tab a patient information, the initials in patient identifier; updated tab d suspect medical device with serial number.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electromechanical noise. Technical services discussed the pattern on the electrograms is most likely electromechanical noise by conducted current. There were no additional adverse patient effects. The system remains implanted.